Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. A computed tomography (CT) scan showed an rv perforation. This lead was replaced and is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. A computed tomography (CT) scan showed an rv perforation. This lead was replaced and is not expected to be returned. No additional adverse patient effects were reported.